Manufacturer narrative:
On 11-jan-2022, the investigation on the suspected medical device was completed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. There is a discrepancy between the manufactured date (2-jan-2004) and the reported implantation date ((B)(6) 2003). Follow-up is in progress for clarification. If additional information becomes available in the future, a supplemental report will be submitted. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed an area of siltex cracking on the posterior view. Additionally, a tear with a length of 0.5 cm was observed within the siltex cracking area. The evaluation determined that the cause of the rupture was consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stress. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with two (B)(6) breast implant prostheses (left: 250cc, right:300cc) and experienced bilateral rupture and (B)(6) capsular contracture postoperatively. The diagnosis was confirmed based on physical examination. As a result, the patient underwent bilateral removal and replacement with two 300cc mentor (B)(6) breast implant prostheses (catalog #: 3503001bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6)2021. The patient¿s symptoms were improved after the revision surgery. This report is for the left-sided prosthesis.